Manufacturer narrative:
The event of vision abnormalities is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding permission to contact physician has been requested. No additional information is available at this time.

Event description:
Patient's spouse reported reduction in vision in the left eye. The xen®45 gts remains implanted.